Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm. The unit went into standby and was unable to restart. It is unknown the circumstances under which the event occurred. However, there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue gas loss in iabp circuit. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.